Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Benign tumors of the right liver. What color cartridge was used? Ecr60w. Was the device difficult to close? No. How many firing strokes of device were able to be completed? 2nd stroke of 1st firing. What troubleshooting steps were taken to open device? Followed up IFU. How was the device eventually removed from tissue? Used hemolock and suture to stop bleeding, and used scalpel to cut the vessel to remove the device. How was the procedure completed? Used another device to complete the surgery. Were any blood products required? No , the patient lost about 100ml blood. Are photos or video available? No. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the right hemihepatectomy surgery, could not fire farther after fired a half when severing liver tissue on the 1st firing. Also could not return knife to remove the device, the knife reverse button could not work. Changed to open surgery, and the surgery delayed about 40 minutes. The patient is stable and in the hospital now.